Event description:
It was reported that during a scheduled follow up, the device was in back up vvi mode. The device was restored to normal function and all the electrical measurements were good. The patient's condition was good after the event.

Manufacturer narrative:
(B)(4).